Event description:
During a thoracotomy, the device locked out and it would not open. The device was then opened to release the tissue. The case was completed with a similar device with no pt consequence.